Event description:
Consumer reported that the patient had a tooth type of 2, consumer also reported that the time of loss in relation to the implantation was before prosthetic restoration, consumer also reported that primary stability was achieved, consumer also reported that osseointegration was achieved. Consumer used vitoss during the procedure.

Manufacturer narrative:
Consumer reported that the patient had a tooth type of 2, consumer also reported that the time of loss in relation to the implantation was before prosthetic restoration, consumer also reported that primary stability was achieved, consumer also reported that osseointegration was achieved. Consumer used vitoss during the procedure.